Event description:
The account alleged the head function runs up when the left hand patient controls are plugged in. No patient impact.

Manufacturer narrative:
The account replaced the left hand patient control power control board to resolve the issue.